Event description:
In march 2009, this pt underwent endovascular repair for a aneurysm in the descending thoracic aorta. A pre-existing ulcer was noted distal to the origin of the left subclavian artery as well. The first gore tag thoracic endoprosthesis was deployed distal to the aneurysm with no complications. A second gore tag thoracic endoprosthesis was deployed proximal to the aneurysm, and distal to the left subclavian, but did not fully deploy. While the gore tri-lobe balloon catheter was being advanced. It caught on the gore tag thoracic endoprosthesis and pushed the device proximally, covering all of the great vessels. The pt was converted to open repair, and is reported to be doing fine.

Event description:
Baxter received a report that the spike of the set was broken during connecting to the uv twin bag with clean flash. An error occurred during the process and the cover was locked. When the cover was opened manually, the broken spike was found. This set had been used for 115 days. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B) (4)the software (B) (4) and will be categorized as a colleague 2006.

Event description:
During service by baxter, the infusion pump was found to contain a malfunction of intermittent "stop" key on the phm keypad. This event occurred during product evaluation. No additional information was available.

Manufacturer narrative:
A baxter service technician evaluated the pump. During evaluation, an intermittent stop key on the pump head module (phm) keypad was discovered. The phm keypad was replaced. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, CAPA that is associated with this report.

Manufacturer narrative:
(B) (4)